Manufacturer narrative:
Correction: section h6 - the medical device problem code should have been 3283 - wireless communication problem rather than 2885 - battery problem.

Manufacturer narrative:
The reported observation of ¿no longer possible to pair¿ was confirmed. The root cause was due to the device entering the service application state during the implant procedure. The device was successfully recovered using the universal engineering programmer (uep) and subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual arten600283835 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no escape from manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. Device is not being returned. Allegation was unable to be confirmed or not confirmed, unable to determine from information available.

Event description:
It was reported that after being implanted, the patient's ipg could not communicate with external devices. Surgical intervention was undertaken to replace the ipg and effective therapy was established postoperatively.